Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a procedure of the moderately calcified, proximal left anterior descending (lad) artery, the 3.5 x 18 mm xience v stent was deployed; however, a dissection was noted. Reportedly, a second 3.0 x 38 mm xience prime was used as treatment. The patient was reported as doing fine and in stable condition. There was no reported adverse patient sequela. Though requested, no additional information was provided. The procedure lasted for 60-90 mins.